Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received eight shocks from competitor device which was implanted one side while this pacemaker was implanted on the other side. The patient had been in a ventricular tachycardia and received multiple shocks from the device as well as cardioversion. Both device were in an active status. The pacemaker was programmed to vvi30 and the settings were causing the device to undersense the paced r wave from the defibrillation and pace intermittently. It was noted that the pacemaker should have been deactivated. The pacemaker was reprogrammed and this issue of undersensing and over pacing was resolved. It was noted that the pacemaker was potentially contributing to the ventricular tachycardia arrhythmia. Adverse patient effects were reported but not specified.